Event description:
It was reported that the 9900 system would shut down and reboot when the c-arm was moved from ap to lateral. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power motor relay and isd board were replaced during the svc call. The system was tested, and found to be working as intended, and put back into service.